Event description:
Customer alleged blood glucose results of 67 mg/dl and 117 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms. The customer took his normal dose of 10 mg glyburide and ate dinner. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.